Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that autofill failure occured on the cardiosave intra-aortic balloon pump (iabp). This event occurred while the iabp was in use on a patient. There was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the iabp's "auto-fill failure" message. The fse was able to reproduce the failure, and verified that the iabp did not pass the pneumatic interface module (pim) leak test, therefore, had to replace the pim. The fse performed all functional and electrical safety tests to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that an auto-fill failure occured on the cardiosave intra-aortic balloon pump (iabp). This event occurred while the iabp was in use on a patient. There was no adverse event reported.